Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had lost power several times during a patient event. There was no report of any adverse effects that the patient may have suffered during the event. No additional event information has been provided.